Event description:
It was reported that there were 3 or 4 times out a box of 100 that the bd micro-fine ultra¿ pen needles were breaking or bending when putting them on the pen. The following information was provided by the initial reporter: ¿I use a "pen" to do my insulin injections for my diabetes, 1x a day. It has happened several times that the needles (bd micro-fine ultra 0.23mm [32g]x4mm) break or bend when putting them on the pen, about 3 or 4 breaks per box of 100."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that 4 bd micro-fine ultra¿ pen needles each from lots 1105493 and 2012554 broke off during use. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1105493. D.4. Medical device expiration date: 30-apr-2026. H.4. Device manufacture date: 25-jun-2021. D.4. Medical device lot #: 2012554. D.4. Medical device expiration date: 31-jan-2027. H.4. Device manufacture date: 13-jan-2022. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-jun-2022. . Investigation summary: no samples from lot# 1105493 were returned. Five open 32g x 4mm pen needle samples were returned from lot. No. 2012554, cat. No. 320141.visual examination was carried out on the returned samples the reported defect was not observed. No manufacturing related issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see section h10.

Event description:
It was reported that 4 bd micro-fine ultra¿ pen needles each from lots 1105493 and 2012554 broke off during use. The following information was provided by the initial reporter: ¿I use a "pen" to do my insulin injections for my diabetes, 1x a day. It has happened several times that the needles (bd micro-fine ultra 0.23mm[32g]x4mm) break or bend when putting them on the pen, about 3 or 4 breaks per box of 100.".